Event description:
It was reported that upon replacement of the implantable pacemaker, this right ventricular (rv) lead exhibited failure to capture when set in bipolar mode, only capturing and providing stimulation in monopolar mode. The lead also exhibited abnormal impedance measurements, high pacing threshold and noise. The physician suspected a lead conductor fracture, hence the lead was subsequently explanted and replaced during the same procedure. No additional adverse patient effects were reported. The rv lead is not expected to be returned for analysis as it was discarded at the healthcare facility.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 280 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of fracture, failure to capture, impedance issue, high capture threshold, and noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that upon replacement of the implantable pacemaker, this right ventricular (rv) lead exhibited failure to capture when set in bipolar mode, only capturing and providing stimulation in monopolar mode. The lead also exhibited abnormal impedance measurements, high pacing threshold and noise. The physician suspected a lead conductor fracture, hence the lead was subsequently explanted and replaced during the same procedure. No additional adverse patient effects were reported. The rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that upon replacement of the implantable pacemaker, this right ventricular (rv) lead exhibited failure to capture when set in bipolar mode, only capturing and providing stimulation in monopolar mode. The lead also exhibited abnormal impedance measurements, high pacing threshold and noise. The physician suspected a lead conductor fracture, hence the lead was subsequently explanted and replaced during the same procedure. No additional adverse patient effects were reported. The rv lead was returned for analysis.